Manufacturer narrative:
The investigation for the reported delivery issue has been completed. Visual inspection of the returned product revealed the presence of the red lumen in the pump. The lumen was fractured at the outflow and twisted around the impeller. After reviewing the clinical information, it was determined that the cause of the pump not starting was a red lumen removal caused by user technique. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp pump did not start. A portion of the easy guide lumen was separating and becoming lodged within the impella cp blades. The pump was replaced and there was no further issue. There was no reported patient harm.